Manufacturer narrative:
Maquet cardiopulmonary received the product in question for evaluation. The described failure of leakage on the dialysis lock and valve (previously reported under 8010762-2015-00100 could not be confirmed. However, a leakage on the de-airing membrane of the oxygenator was noticed during the investigation. This new complaint investigation was initiated (B)(4) to address the failure on the de-airing membrane. The manufacturer is aware of similar complaints for this product. Previous investigations showed leakage was observed from the de-airing prot. The prot was evaluated under an optical microscope and wide pores where observed to be localized in the membrane body. An internal process (B)(4) to investigate the root-cause and implement the appropriate corrective action for the observed deficiency has been initiated. Also the data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process.

Event description:
It was originally reported that a blood leakage on the dialysis lock and valve was detected just after starting the cardiac assistance. A blood drop per 5 to 10 minutes was observed but the total amount of blood is unk. It was decided to continue using the product judging from the amount of leaked blood. The procedure was completed without replacing the product. No pt injury was reported. This was reported under FDA reference #8010762-2015-00100, our report # (B)(4). During the investigation on the actual product in question a leakage on the de-airing membrane was discovered on the product. (B)(4).